Event description:
In 2003, the patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. He later underwent another procedure to close off a type ii endoleak from the inferior mesenteric artery, and in 2009, returned for another surgery to address presumed endotension and type ii endoleaks. The devices were relined with two contralateral leg endoprostheses, and the physician also opened and aneurysm to close several collateral arteries he identified as sources for type ii endoleaks. The patient is stable with no further complications.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that this lot met all pre-release specifications. Reinterventions for type ii endoleaks and endotension. Additional devices: pcl161407, pcc141000.